Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an incorrect date was observed in the pump history. There was no reported impact to blood glucose. Customer reverted to using another pump.